Manufacturer narrative:
Investigation findings · foreign object analysis: o two small foreign objects detected via images. O object 1: approx. 0.3-0.4mm in length, color similar to catheter. O object 2: extremely small (0.03mm diameter), almost invisible. O no physical samples available, making identification difficult. O review of 13 retained samples showed no similar foreign objects. · production process review: · personnel: trained staff followed standard inspection procedures. · machines: extruder yjc005 functioned normally, filtering system prevents contamination. · materials: raw material passed quality checks. · method: inspection guidelines specify foreign objects must be [?]0.3mm² and [?]3 per catheter. · environment & cleaning: no issues found; standard cleaning protocols were followed. · measurement: factory process and outgoing inspections showed compliance. Final conclusion · no abnormalities detected in production. · no similar foreign objects found in retained samples or factory environment. · due to missing physical samples, the root cause couldn't be determined. · this issue appears to be an isolated incident, so no corrective or preventive actions were taken. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
To date no additional patient or event details have been received.

Event description:
It was reported "foreign objects found sticking out of caths. Causing longer times to cath, issues at school, and other complaints." Photos depicting the reported complaint issue were provided by the complainant. This emdr covers the unknown number of catheters associated with the foreign material.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.